Manufacturer narrative:
No analysis will be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a revision occurred to correct the connection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was suspected to have a fracture. A review of the associated device memory indicated that a patient alert was triggered for high pacing impedance and oversensing indicated to be short v-v intervals and non-sustained episodes. Since the pacing impedance increased a few weeks post implant, a connection issue was suspected. The device and lead remain in use. No patient complications have been reported as a result of this event.